Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and medical records received. Ppf alleges dislocation with open and closed reduction and loosening of the cup after the first revision. After review of medical records for the MDR reportability, the operative notes during the second and third revision does not support the ppf allegation after the first revision. Head, liner, and cup were reported to the impacted product due to dislocation and loosening of the cup. Doi: (B)(6) 2009; dor: none reported; (left hip). (B)(4) (left hip) first revision; (B)(4) (left hip) second revision; (B)(4) (left hip) third revision.